Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) level of 40 mg/dl and high bg levels of 400-600 mg/dl with high ketones. Customer consumed carbohydrates to address low bgs and correction bolus to address elevated bgs. Contact alleged that "customer being a teenager and some unexpected behaviors the customer does that the contact isn't always aware of" was the cause of the high and low bgs. Recommendation was made to consult with healthcare provider regarding diabetes management.